Event description:
Add'l info rec'd from MFR 6/25/04: the brand name is cic. The type of device is a central station monitor. The customer reported that a pt on a telemetry monitor went into cardiac arrest. The strip from the printer showed an episode of bradycardia, but no audible alarm was heard from the central station. The charge nurse's beeper did not respond to the bradycardia episode nor did it receive any pagers during the arrest. A month later; all pagers responded properly to test signals; unable to duplicate event. The MFR's engineer reviewed the info supplied by the customer. Numberous "hr lo", artifact and brady alarms are observed for telemetry bed throughout the morning stating at 9:31. A vfib/vtac alarm was called by the system at 9:36:56 at a level of crisis. The audible alarm then sounded at the crisis level. The alarm was silenced at 9:48:44. The system appears to have operated per design. The MFR's investigation identified that an audible alarm did sound at the crisis level. The user silenced this alarm. The cic operator's manual (pn 2001099-073 rev b) instructs the user to not rely exclusively on the audible alarm system for pt monitoring. Firm received info about the event on may 2, 2004. The cic remains in use at the user facility per the risk mgr.

Event description:
A patient on telemetry monitor went into cardiac arrest. The strip from the printer showed an episode of bradycardia, but no audible alarm was heard from the central station. The charge nurser's beeper did not respond to the bradycardiac episode nor did it receive any pages during the arrest.